Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 23.7 mmol/l (426.6 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula was bent and was not inserted properly in the infusion site. Hyperglycemia treated with a temp basal increase.